Event description:
A customer in the united states reported a (B)(6) result for a staphylococcus aureus api survey strain in association with the vitek® 2 ast-gp67 test kit. The customer stated the (B)(6) result was corrected to resistant by the software, when the expected result was (B)(6). The ast-gp67 test was not repeated. The customer stated that the sample was a pellet, that was put into liquid, plated to a blood agar plate, and then incubated in non-co2 for 24 hours. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false resistant oxacillin result for a staphylococcus aureus api survey strain in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320858103). The customer stated the susceptible oxacillin (mic=0.5) result was corrected to resistant by the software when the expected result was susceptible. The ast-gp67 test was not repeated. The customer was not able to submit the strain for investigational testing or the raw data for analysis. Submittal of the isolate is required to confirm a vitek® 2 discrepancy compared to the reference method(s). Global customer service (gcs) reviewed complaints related to lot 1320858103 and did not identify a trend for this lot. Ast-gp67 lot #1320858103 met final qc release criteria. This lot passed qc performance testing.